Event description:
Allegedly the tibial tray is loose. Allegedly there was considerable bone loss on this tibia medially and the tibial stem had broken off the tibial base. The male morse taper from the base was still in the female taper of the stem apparently which was confirmed on removal.

Manufacturer narrative:
Additional information received from the representative 9/26/06 for additional components revised. Investigation is not complete. Additional information has been requested. Product will not be returned. This report will be amended when the investigation is complete. The device code is addressed in the package insert. This is the same event as 1043534-2006-00087, 00095, 00102, 00104. This event occurred in another country.